Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information this this pacemaker was electively explanted in 2007 following twenty seven months of implantation. Recently, the patient stated there may have been issues with the longevity of the device. No adverse patient effects were reported.